Event description:
The patient underwent a full body treatment in 2006. Patient developed blister on the inner thigh, outer knee, and lower back after treatment. Patient still undergoing corrective treatments.

Manufacturer narrative:
The handpiece and the treatment tip that were used on the patient were returned for investigation. The handpiece and the treatment tips were noted to be working properly and within expected range of results. A review of all records including the device history record has been conducted for the manufacturers' equipment in use at the physician's office. All devices were manufactured per the dmr, passed acceptance tests and no anomalies were found that would account for this event.